Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. Customer was treated with insulin pump (subcutaneous insulin infusion). Customer reports that smart guard bolus recommendation was not correct. Customer reported he does not believe the pump was calculating boluses correctly. Customer also reported loss of communication between pump and mobile application. The event involved product(s) mmt-1884l, mmt-342g, mmt-432ag, mmt-7040a, mmt-6101. Troubleshooting was partially performed. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-1884l, mmt-342g, mmt-432ag, mmt-7040a, mmt-6101.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions or x anomaly, bolus anomaly or basal anomaly noted on download history file. However, the unit did not pair properly to minimed mobile app using iphone 6, due to moisture damage on the electronics assembly. Successfully downloaded history files and traces using thumps. The following were noted during visual inspection, fading serial number label and cracked keypad overlay at select button. In summary, the customer alleged no delivery/occlusion alarm during was not confirmed. However, the unit did not pair properly to minimed mobile app using iphone 6, due to moisture damage on the electronics assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.